Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was discharged nine days after the onset date. The patient was treated with injections of vancomycin (2 gm, intraperitoneal, frequency and duration were not reported), gentamycin (20 mg, intraperitoneal, frequency and duration were not reported) and an unspecified medication (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.